Event description:
It was reported that when the patient presented in clinic after receiving a vibratory alert, the device appeared to be at eri. Battery data anomaly was noted upon review. The device was explanted and replaced. The patient was okay post-procedure.

Manufacturer narrative:
(B)(4). The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.